Event description:
Info was received that reported a pt was hospitalized in 2007 due to diabetic ketoacidosis. The pt stated that her pump was broken and alarming for 2 or 3 days. She continued to try to use the device. In 2008 at one in the afternoon, she went to the ER due to vomiting, nausea, and frequent urination. She did not self-test her blood glucose on that day. At the ER her blood glucose was 726mg/dl. She was admitted with a diagnosis of dka. She was treated with IV insulin and fluids. The device will be returned for evaluation, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Upon visual examination the pump was found to have physical damage. The device was found to have two 1/2 inch chips of material that had been broken away and numerous cracks. This damage did result in the device's inability to operate properly. The device would go into an alarm condition to alert the user of an issue. On the days leading up to the event the device did alarm >15 times, each time the user acknowledged and silenced the alarm. We were unable to determine when or how the device became damaged.